Manufacturer narrative:
The investigation, including root cause determination is in progress. This report mailed in to FDA on: 07/19/2007.

Event description:
A surgeon reports, a pt that was overcorrected with a slight irregular astigmatism following custom myopia surgery. This report is for the left eye, the right eye is being reported under manufacturer report #1061857-2007-00392. Pt records provided indicate this pt was overcorrected by +1.00 diopter and exhibited a -.75 diopter of induced astigmatism at 5 months post-op. Bcva remained the same as pre-op and ucva was 20/25-2. Surgeon's notes on the last post-op exam indicate visual acuity is improved, however there is still some irregular astigmatism and hyperopia.